Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported conditoin.

Event description:
(B)(4) .

Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned distribution history: distribution history cannot be determined as the customer has not provided the requested information. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records can be determined as the customer had not provided information allowing for a search. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was not returned. Visual evaluation: visual examination of the complaint was not possible as the complaint unit was not returned. Functional evaluation: functional evaluation was not possible as the complaint unit was not returned. Root cause: a root cause can not be determined with the information provided by the customer. Corrective actions no corrective actions possible as the unit was not returned. Coopersurgical will continue to monitor this complaint condition for trends. This complaint will be updated if useful and pertinent information is provided from the multiple requests made. No further corrective action is necessary. Was the complaint confirmed? No.

Event description:
Customer stated: "mityvac stays inflated to 15 mm hg, potentially could cause harm to infant. Our technician realized the equipment was defective". 10022 pump obstetrics rprl gas e-complaint (B)(4).